Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a cartridge did not fit onto the pump, causing the customer to experience an elevated blood glucose level. The customer¿s continuous glucose monitor read "high¿; however, a specific bg value was not provided. A correction bolus was delivered to address bg. During troubleshooting, it was found that the customer was incorrectly performing the cartridge change process. The customer continued to use the pump for insulin therapy.